Event description:
Reported via clinical study. It was reported bleeding requiring hospitalization occurred. A left atrial appendage (laa) closure procedure was performed. Groin vein access was obtained. A non-boston scientific (bsc) transseptal (tsp) access system was used for tsp. A watchman trusteer access system (was) was advanced to the laa and a 27mm watchman flx pro closure device was implanted. The procedure was concluded. While the patient was in the post-operative area, active bleeding on the right groin incision site was noted. The suspected cause was lack of pressure on incision site. The patient required compression as the corrective action for the event and required prolonged hospitalization. The patient was discharged from the hospital the following day post index procedure.